Manufacturer narrative:
Investigation summary: one sample and two photos were received and confirmed as having angel hair between the heomgard closure and the tube. A review of the device history record was completed for batch 8226906, reorder number 367968. Product was manufactured at the bd (B)(4) site august, 2018. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements.complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. Investigation conclusion: one sample and two photos were received and confirmed as having angel hair between the heomgard closure and the tube. Root cause description: this complaint is confirmed based on the evaluation of the sample and photos provided. The foreign matter is angel hair from the hemogard closure likely originating in an airvey system used to move the hemogard closures. A filter has been installed to collect the angel hair prior to assembly of the hemogard closure and stoppers.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube had foreign matter noticed prior to use.